Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed however the type of material was unable to be identified. Additionally, no physical damage of the device at detection of the material. A definitive root cause cannot be determined. User may be able to detect/prevent the events by handling device in accordance with the following IFU. IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states detection methods. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states preventive measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside the air water channel and the air water cylinder. There were no reports of patient involvement.